Event description:
The customer contact reported a leak. The primary tubing set was being used to deliver an unspecified concentration of saline, at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of a needleless valve connector of an unprimed secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified concentration of cisplatin, at an unspecified rate. It was reported that during backpriming of the secondary tubing set with saline from the primary tubing set prior to starting the piggyback delivery, an unspecified volume of solution leaked from an unspecified location distal to the clave secondary port on the cassette. The customer contact reported that after the piggyback delivery was started, solution again leaked from an unspecified location distal to the clave secondary port on the cassette. The primary tubing set was replaced and the therapy was resumed. There were no reports of adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During visual examination of the primary tubing set at the user facility, the tubing was reported as pulled away from the cassette on the tubing set. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.